Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod; chapter 3 / page 24: warnings: never use insulin that is cloudy; it may be old or inactive. Check the insulin manufacturer¿s instructions-for-use for the expiration date. Failure to use rapid-acting u-100 insulin, or using insulin that has expired or is inactive, could put your health at risk. Do not apply or use a pod if the sterile packaging is open or damaged, or if the pod has been dropped after removal from the package, as this may increase the risk of infection. Pods are sterile unless the packaging has been opened or damaged. Do not apply or use a pod that is damaged in any way. A damaged pod may not work properly. Do not use a pod if it is past the expiration date on the package. To minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands; clean the insulin vial with an alcohol prep swab; clean the infusion site with soap and water or an alcohol prep swab; keep sterile materials away from any possible germs. Changing your pod; chapter 3 / page 34: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. If an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes; chapter 11 / page 115: infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat. Warnings: if you suspect an infection, immediately remove the pod and apply a new pod in a different location. Then call your healthcare provider. If you see blood in your cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod.

Event description:
The mother reported that the patient was complaining of pain in the area of the pod on his leg on (B)(6) 2018. When she removed the pod, after it had been worn for between 4 and 24 hours, the site was red and looked infected. There was a large abscess at the insertion site. The next day ((B)(6) 2018) the mother took the patient to his primary care pediatrician and he was prescribed an antibiotic (unknown specifics) to try and clear up the issue. After a few days of taking it, the abscess had not gone away. On (B)(6) 2018, the mother decided to take the patient to the emergency room (ER). She was told that he had an infection, but was not given any exact information on what kind of bacteria he had in that area. The mother had been working with an elderly woman that had come down with (B)(6) and, after telling the doctors this, the patient was prescribed 2 more kinds of antibiotics to keep him from contracting (B)(6). She also said that they took multiple swabs of the area to determine what kind of infection he had and to keep at the lab in case the medications did not work, they could reevaluate the swabs and find a different antibiotic that might. The mother stated that after those 2 prescriptions, taken for 2 full weeks, the infection cleared up. She did not know the names of the medications and did not have any of the paperwork from the ER visit available. The mother did not save the pod so she does not know the information for the device involved. The mother reported that the patient's blood glucose was also consistently elevated/higher than normal during the course of this issue (trending around the upper 100's and 200's mg/dl, never reaching the 300mg/dl range); his levels had been abnormal and all over the place while he was taking the medication.